Event description:
The customer reported eight screws broke during insertion which resulted in a forty minute surgical delay. The customer states the surgical plan was to fixate using six screws, however only three screws could be fixated.

Manufacturer narrative:
The user facility reported that the screws were discarded during the revision surgery and therefore not available for review by the manufacturer. Review of device history records identify the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event.